Event description:
It was reported that during use at the user facility, splinters of material was coming out of the attachment. It was reported by the user that the nature of the splinters was unknown and that a wire brush had been inserted into the attachment. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
During the device evaluation, debris was found to be falling out of the attachment. Shattered upper bearings and corrosion as well as debris were found in the attachment, which are probable causes of the reported splinters falling from the device.